Event description:
It was reported the customer received a button error alarm. Customer stated replacing did not resolve their alarm. The customer's blood glucose was 288 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated they may have exposed their insulin pump to moisture from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.